Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified. However, it¿s likely the cause is related to water invading the scope connector. The event can be detected/prevented by following the instructions for use which state: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation ¿device was leaking¿. After replacing the electrical-connector and circuit board, the image was restored to normal. Additionally, it was noted that the scope connector had liquid intrusion. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that bronchovideoscope was leaking. The issue was found during reprocessing. The intended bronchoscopy procedure was completed with a similar device. The device was returned and an evaluation at the repair center revealed, the screen was black and showed no image. There was no patient involvement.